Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The physician placed a taxus stent, unk type and size, to the lesion that was located in the calcified left anterior descending (lad) artery, on a bend. After the taxus stent was placed, a dissection occurred. The physician then placed a taxus 3.0 x 32mm stent to this area and used a 3.75 x 8mm maverick balloon to post-dilate the overlapping part. "The physician felt he should of put a longer stent in and would of prevented dissection." Add'l info regarding this event has been requested.

Manufacturer narrative:
The delivery device was discarded by the hosp and the stent remains implanted in the pt, therefore no direct product analysis is available. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.